Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd venflon¿ pro safety peripheral safety IV catheter adapter was defective and couldn't connect to the needle. The following information was provided by the initial reporter, translated from (B)(6): "the needle could not be connected to the infusion system. Due to a defective end of the venflon."

Event description:
It was reported that the bd venflon¿ pro safety peripheral safety IV catheter adapter was defective and couldn't connect to the needle. The following information was provided by the initial reporter, translated from dutch: "the needle could not be connected to the infusion system. Due to a defective end of the venflon."

Manufacturer narrative:
H6: investigation summary: three photos were received by our quality team for evaluation. From the first two photos, a used 20g sample with a damaged cannula hub was observed, however the defect could not be seen clearly. The third sample shows with a top web and a used 20g sample with a damaged cannula hub. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. As the actual sample was not returned, further investigation cannot be performed, and the root cause cannot be established.